Event description:
It was reported that the health care professional (hcp) requested a review of device data. Upon review, it was found that the patient initially was exhibited atrial fibrillation with irregular conduction. At the time of the episode, the ventricular rhythm accelerated to the vf zone, and anti-tachycardia pacing (atp) therapy was applied. However, the rhythm was not converted. The device then delivered two shocks. Following the first shock, the patients rhythm deteriorated into ventricular fibrillation. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.